Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, patient non-compliance was identified as the patient picked at the receiver site, due to poor vision. Additionally, non-compliance to the IFU was identified as the surgical site was closed using staples. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 8 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer. Apply dressings as needed." Furthermore, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to patient non-compliance as the patient picked at the receiver site (user error-patient). Additionally, non-compliance to the IFU and a surgical issue were identified as the surgical site was closed using staples and the incision site was not irrigated with an antibiotic solution before closure. (User error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their neurostimulator was sticking out of their receiver site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2026. As of (B)(6) 2026, the patient is doing great and has a follow-up appointment to have their staples removed.